Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens adhesive peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors, or user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on forceps elevator lever and hence the bending section cannot be fixed firmly. Adhesive around objective lens is peeled. The bending section rubber has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on charged coupled device unit, the image has white dots. Universal cord has a scratch. The video connector has a crack. The video connector case has a scratch. The video connector has a scratch. Light guide connector has a scratch. Light guide-cover glass has a scratch. Angulation lever has a scratch. The up/down plate has a scratch. Right/left lever has a scratch. Grip has a scratch. The control unit has a scratch. Adhesive on bending section-rubber has a chip. Switch button 1 has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee at the repair center reported that the endoeye flex deflectable videoscope had angulation defects. Inspection and testing of the returned device found the adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.